Manufacturer narrative:
This report is being filed under exemption ((B)(4)) by (B)(4) on behalf of the MFR (arjohuntleigh (B)(4)). The event occurred due to the user failing to conform to the facilities request to not smoke. The pt (awake and turbulent) was on the mattresses and smoked. The pt was informed several times by the nurse team to avoid smoking inside her room. The cigarette fell down on the sheets and the sheets started to burn. The pt tried to smoke with oxygen mask, this action was the fire starter. It seems that the pt was lightly burned - superficial (bed sheets were burned - top cover is burned: one main hole (10 cm) and two peripheral holes (2 cm). Three cells and a part of the loop sheet are burned. There is no further info relating to the pts injuries from this event. An MDR review has been performed. To date, only one two mdrs have been filed of events caused by pt smoking in bed, causing a fire. In line with this event, we do not see a system malfunction as the root cause in both these cases. In 2011: 1000381138-2012-00031. In 2012: 3007420694-2012-00025. With regards to the complaint at hand, the facility have confirmed that the origin of the fire was due to the pt smoking and that our product was not directly involved. Apart from the damage cause by the cigarette, there was no other signs of damage to the system. The risk analysis of the nimbus system does cover fire risk by smoking (hm151 - 152 nimbus 3 system iss1). The risk is found to have a high severity level and a low frequency of occurrence. With the high risk of serious injury, this event is considered to be reportable to the competent authorities. A root cause analysis was performed. The pt who was in his room was smoking a cigarette while using an oxygen mask. In conclusion, we believe this to be an isolated incident with the user contributing to the event. Our pms data supports the remote probability of occurrence with only two other incidents occurring in the previous five yrs. (B)(4). Our product at the time of the event was functioning as per its intended use and was not directly involved in the incident. In relation to the risk of fire, our mattress material is flame retardant to bs7175 and we also warn our uses (as per the 'general warning' pages in our IFU) of the flammability risks involved in using our product.

Event description:
We have rec'd info from customer: "pt has burnt mattress with cigarette." Customer has declared this incident like an undesirable incident.